Event description:
The customer reported the oxygen hose connected to the ventillator inlet separated from its end connector while the ventillator was in use on a patient. The customer reported the ventillator did alarm and there was no patient harm. Loss of the oxygen source to the ventillator will result in the ventillator switching to an air source during operation. Evaluation of the hose found the connector not crimped to the hose.